Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Imagery of patient¿s anatomy was reviewed and the following was observed: access vessel shows mild tortuosity and minimal calcification. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, the inflation balloon underwent 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter, and single wall thickness. It was also 100% visually inspected for defects.  The crimp balloon underwent 100% balloon dimensional inspection and 100% visual inspection. Furthermore, all manufacturing lots undergo product verification testing.  All testing passed specification.  A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for delivery system inflation difficulty and deflation difficulty.  The complaint occurrence rate did not exceed the february 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system inflation difficulty and deflation difficulty were unable to be confirmed as no product imagery was provided and the device was not returned. A review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported complaint. Based on the applicable DHR review and lot history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU/training materials revealed no deficiencies. The complaint description states that the device was torqued several times during the procedure and that the system was not rotated back during inflation. Although no kinks were noted, excessive rotations of the delivery system can create an obstructive pathway that can lead to prolonged inflation or deflation of the device. Furthermore, as the device was able to be inflated/deflated post procedure on the back table, this further suggests that procedural factors likely contributed to the reported complaint events. As such, procedural factors (torqueing/ rotation of the delivery system) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien3 valve in the aortic position, there was difficulty inflating the balloon. Troubleshooting was performed with different syringes and the team was able to deploy the valve successfully.  After deployment, the balloon would not deflate. The balloon was partially deflated when it was pulled out. The team was able to remove the system with no injury to the patient.  The patient was stable post procedure.  Upon inspection of the device on the back table, the balloon was able to inflate/deflate as intended.   Per report, the device was torqued several times during the procedure, the system was not rotated back during inflation, the perceived cause of the inflation/deflation difficulties were due to torquing of the device.